Event description:
It was reported that lead dislodgment and no capture issue was observed on the lead. Upon chest x-ray, lead dislodgement was shown to be in the atrium. Lead was explanted and a new lead was implanted. Patient was asymptomatic and stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.